Manufacturer narrative:
Section h10: (h1): the revision reported in experience case-2019-00000971 was likely the result of wear of the medial aspect of the tibial insert, lift-off of the lateral condyle relative to the tibial insert, or axial rotation of the femoral component relative to the tibial insert. However, this cannot be confirmed as the explant was not available for evaluation. (D11) concomitant devices: 1. #5 femur (cn: not reported/ sn: not reported). 2. 5f/4t tibia (cn: not reported/ sn: not reported). 3. 38mm patella (cn: not reported/ sn: not reported).

Manufacturer narrative:
Pending evaluation. Concomitant devices: #5 femur (cn: not reported/ sn: not reported); 5f/4t tibia (cn: not reported/ sn: not reported); 38mm patella (cn: not reported/ sn: not reported).

Event description:
Logic right total knee arthroplasty to be revised due to "excessive" poly ear on (B)(6)2019 by (B)(6) at (B)(6). Original op-note attached along with x-rays.